Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the absolute pro vascular 8.0/40mm/135cm self-expanding stent system was removed from the hoop, the stent was exposed. The device was not used in the patient. Another absolute pro was used to successfully complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.